Event description:
It was reported that a power source alert occurred, signaling an issue with the pump's charging process. There was no reported adverse impact to the customer's blood glucose level. The customer initially had not attempted to leave the wall adapter plugged in for at least 30 minutes; after receiving this instruction from technical support, they followed the guidance and confirmed that the pump began charging successfully using the original charging supplies. No further assistance was needed as the issue was resolved.